Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the bag was empty. A leak test revealed a leak at the port seal. The reported condition was confirmed. The cause was determined to be due to a manufacturing issue. Corrective maintenance of appropriate machinery was performed to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva bag leaked. The step of therapy or use during which this occurred is unknown. Patient involvement is also unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.